Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 1908350, medical device expiration date: 2024-07-31, device manufacture date: 2019-07-16. Medical device lot #: 1908357, medical device expiration date: 2024-07-31, device manufacture date: 2019-08-23. Medical device lot #: 1905354, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-08. Medical device lot #: 1908350, medical device expiration date: 2024-07-31, device manufacture date: 2019-07-16. Medical device lot #: 1905356 medical device expiration date: 2024-04-30, device manufacture date: 2019-05-10. Medical device lot #: 1710352, medical device expiration date: 2022-09-30, device manufacture date: 2017-10-03. Medical device lot #: 1705358, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Investigation summary: one photo was received for investigation by our quality engineer. Through visual inspection of the sample, it can be observed thumb press of the plunger is broken. A device history review was performed for the possible lot numbers 1908357, 1905356, 1710352, 1705358 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Investigation conclusion: complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends. Root cause description: possible root cause, this defect has been produced due to a damage or hit on plunger during manufacturing process or against any manufacturing equipment. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Rationale: a corrective action project was initiated to reduce the occurrence of this defect.

Event description:
It was reported that syringe non sterile 50ml ll plunger was damaged. This was discovered before use. The following information was provided by the initial reporter: I would like to report a complaint. I have received 3 60 ml syringes. Each syringe has a piece broken off at the end of the plunger. I have the syringes in my possession and I can send them if necessary. There was no product/fluid inside and no further incident occurred.